Manufacturer narrative:
The legal manufacturer's investigation is ongoing, this report will be supplemented when new and relevant information becomes available.

Event description:
It was observed that during the device evaluation, the flex video scope exhibited the jet-tube had foreign material. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h6. Corrected fields: d5, d9, g3, h6 -component code is being corrected to "525 - tube". Correction is being made to previously submitted g3 - date received by manufacturer which was not late. The correct date was 13may2024.. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, the white foreign material was identified as a simethicone type that had resided inside the auxiliary water channel. The material might not have been removed because the user possibly had not performed reprocessing properly due to leakage from the biopsy channel. However, the definitive root cause could not be determined. The event can be detected and prevented by following the instructions for use which state: IFU states the detection method in evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection. IFU states the preventive measure in evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.